Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The physician noticed the distal portion of the taxus express2 stent was "deformed" while advancing into a tight lesion. The procedure was completed with another of the same device. There were no pt complications and the pt was reported to be "good".